Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a low battery alarm which interrupted delivery. An analysis of the event history revealed the following: the pump was left unplugged for long periods of time: (90 minutes, 60 minutes etc) over the course of a week. The battery reached a state of discharge and entered a low battery state (after silencing the alarm it was plugged in for 2.5 hrs). The pump was then unplugged and ran for approx 60 mins until a low battery alarm was set, at this time the infusion was stopped and the line removed and the pump turned off (but not plugged in). The following day the pump was turned on unplugged and entered a damaged battery state. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. It is unknown at this time if the device is available for evaluation. Should the device be returned and evaluated by baxter, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with a low battery alarm cannot be confirmed nor can an assignable cause be provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The user interface module software version of this pump is unknown.